Event description:
The initial reporter complained the coaguchek xs meter serial number (B)(4) displayed a result when the test strip was not dosed. Customer inserted a test strip and stated a result of 1.6 inr appeared immediately. The customer dosed the strip but blood did not completely fill the channel. The customer repeated the test using the same finger and the result was 1.6 inr. The customer's therapeutic range was not provided.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The meter and reporter¿s strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer used the same finger for the repeat test. Per product labeling, "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The investigation did not identify a product problem. The cause of the event could not be determined.